Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 7.5, reference: 8.0, mean: 7.75, confidence limits: na. Inr results greater than 7.5 shown on display indicates that inr test result is outside of the measuring range of the meter. Both the inratio and reference test results were outside of the confidence determining range. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No strip lot information was available from customer. No product is expected to be returned. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio >7.5, lab: 8.0. Patient presented at doctor's office with blood in his urine. Inratio meter gave a high result. He was immediately sent to the ER to receive his lab results. Nurse said patient had taken too much coumadin.